Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 350- 450 mg/dl, 475 mg/dl and 303 mg/dl. The customer reported that hey were treated with bolus wizard and then manual bolus after 2 set changes and manual shots of insulin. The customer did not mention any symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The customer stated that the insulin pump passed the high pressure test. They stated that they no longer trusted the insulin pump as it did not alarm when the infusion set was blocked. The insulin pump will be returned for analysis.